Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user reported a change in sound perception with the device at the 2 month follow-up appointment. A CT was performed that indicated 6 electrodes are extracochlear. Revision surgery was performed successfully on (B)(6) 2024. A complete re-insert was achieved which was confirmed with post-op imaging. In situ measurements from (B)(6) 2024 (intra-operative) showed all channels working within normal limits.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT was performed that indicated 6/12 electrodes are extracochlear. Re-implantation is scheduled for (B)(6) 2024.